Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with test results obtained of lo. Customer was not experiencing any symptoms when the result of lo had been obtained. The customer¿s expected fasting blood glucose test result range is 70 - 100 mg/dl. Customer tests three times a day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 12/22/2020. Customer had another vial of test strips that had been stored and handled correctly, lot number mw3314s, manufacturer¿s expiration date of 11/15/2020. During the call, a back to back blood test was performed by the customer using the new vial of test strips and produced test results of 197 mg/dl and 172 mg/dl using meter; sister was not sure if customer was fasting or non-fasting at time of tests. Customer was not satisfied with the blood glucose test results obtained. The meter memory was reviewed for previous test result history: result 1: lo date: (B)(6) 2019 time: 7:16am fasting; result 2: 73mg/dl date: (B)(6) 2019 time: 7:34pm fasting; result 3: 98mg/dl date: (B)(6) 2019 time: 6:50am fasting; result 4: 92mg/dl date: (B)(6) 2019 time: 7:12pm fasting; result 5: 74mg/dl date: (B)(6) 2019: time: 6:24am fasting.